Manufacturer narrative:
Concomitant medical products: product ID : 7495lz66, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain, complex regional syndrome type 1, cervical/neck radiculopathy. The patient reported that they had their lead replaced in (B)(6) 2015. The manufacturer's record indicated that it was an extension that was replaced. The nature and details of the circumstances that led to the event was not provided. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.